Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable and patient lost therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18596. Additional information was received that the patient's ipg was replaced. The patient's lead was also replaced due to high impedances. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.